Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issue occurred on three different processors in three different rooms. The clv-190 was working as normal after testing it with another 190 and 180 series scopes. Tac emailed the customer a quick reference guide with that includes a light source socket cleaning adapter instruction. A follow up was made and the customer suspected the scopes to have fluid invasion. Furthermore, the customer stated that the issue was not related to the clv-190. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 error and e216 occur when communication failure happens between the scope, the light source, and the processor. The customer confirmed the b30 error and e216 occurred from a communication failure with the scope. Olympus will continue to monitor field performance for this device.